Manufacturer narrative:
Based on the description of the event and information available, the clinical assessment could not complete an independent review; there were no images shared with endologix. As reported, the event occurred during a re-intervention of an afx device; the use of ovation in this case is outside the indications for use and may have been causative and/or contributed to the reported events.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
During a re-intervention of a afx device to reline with ovation, a polymer leak occurred during polymer fill/cure of the aortic body stent graft. It was noted that the polymer leak occurred 18-19 minutes post polymer injection. The patient experienced hypotension evidenced by a drop in blood pressure, and the patient was treated in accordance with the hospital protocol. The patient was stabilized within 3-4 mins. The remainder of the implant procedure was completed without incident and the aneurysm was successfully excluded at the completion of the case. The patient was reported to be patient doing great 24 hours post op. As of the date of this report, there have been no additional patient sequelae reported.